Event description:
It was reported that during the mapping session, the in situ measurements showed 10 channels in status hi and 2 channels being involved in short circuits. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report. (B)(4).